Event description:
It was reported that the customer accidently went into the shower with the pump and pump is no longer working as expected. There was no reported impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.